Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during reprocessing, the cysto-nephro videoscope had a problem with the biopsy channel connector. There were no reports of patient involvement.

Manufacturer narrative:
Updated: d8, d9, h3, h4, h6, h11. The device was returned to olympus for inspection. Based on the results of the investigation, the reported biopsy channel connector issue was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer